Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a door out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The door out of calibration was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, a safety clamp shim was added to calibrate the door. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.